Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer was informed to use multiple daily injections as a backup therapy until the replacement arrived. Technical support provided instructions on storage mode for the old pump and clarified the procedure for returning the malfunctioning pump. A replacement pump with updated software was sent to the customer, who acknowledged understanding the steps required upon its arrival.